Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump sleep activity mode was enabled without user interaction. Tandem technical support assisted customer in disabling setting. There was no reported impact to blood glusoce.